Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a "no disposable, pump won't run" alarm. The reservoir volume was 51.2ml, rate 2.2ml, 49.45ml was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.